Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The event was manifested by abdominal pain, fever and cloudy effluent. The cause of the peritonitis was unknown. On an unknown date, the patient was hospitalized for peritonitis. On an unreported date, the patient was treated with intraperitoneal vancomycin (1g start dose; duration not reported) and intraperitoneal amikacin (100mg daily; duration not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient outcome and recovery status were unknown. No additional information is available.